Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had muscle spasm since implant. The patients incision site was checked wherein it was noted that the lead was protruding through the skin. The physician believed that the wounds must have broke down and the lead was exposed outside the body. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had muscle spasm since implant. The patients incision site was checked wherein it was noted that the lead was protruding through the skin. The physician believed that the wounds must have broke down and the lead was exposed outside the body. The patient was placed on antibiotics.